Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging on a bd safetyglide¿ needle was marked as 1" but had 5/8" needles inside before use. No injury or medical intervention.

Manufacturer narrative:
Investigation results: one open shelf carton of 33 sealed safety glide needles were received by bd canaan and confirmed to be from batch #6001842 (p/n 305916). The samples were visually evaluated. The product is labeled as 1¿ needle. The sealed needle samples contained 5/8" needles. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. CAPA (B)(4) was opened to address this issue. No further action is required at this time. Conclusion: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.